Event description:
Rptr's first set of implants were in from 6/89 until 4/13/90. They were replaced by MFR's implants which have recently ruptured. The side effects are too great for her to explain, however she wishes she could get some assistance in removing them now that she has no means of funding such an operation.